Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The patient has known allergies against nickel. The patient used clobetasol cream from a previous irritation. The patient made the doctor aware who advised to return the equipment. Follow up indicated the irritation improved .